Event description:
A medtronic representative reported that after calibrating the microscope he confirmed the scope was accurate. When he went in to surgery there was a 1 cm inaccuracy. They chose to discontinue the use of the scope and navigated using the scope probe. There was no impact to the patient reported.

Manufacturer narrative:
Patient demographic information reported. A medtronic representative went to the site and tested the leica microscope with and without the drape and found no issues. The site is using the drape associated with oh5 and it does not look concave. He is meeting with the surgeons at the site to train them with proper understanding of the microscope integration with navigation.

Manufacturer narrative:
Patient demographic information is unknown but has been requested. The device has not been returned to the manufacturer.